Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. (B)(4).

Event description:
It was reported that the patient with this pacemaker had undergone an emergency aortic root surgery and mitral valve replacement. A full system extraction was done due to the recent surgery. Additional information received from the field representative which indicated that the patient with this device developed a condition that required surgery and removal of implanted left-side pacemaker system. Post recovery, physician opted to replace the pacemaker on the right side. This device was explanted and implanted new device. No additional adverse patient effects were reported.